Manufacturer narrative:
Sales rep in the area received a call from the hospital staff stating that during a case the table they were using started to tip. He interviewed the hospital staff with the following results: the x-ray tech in the room stated that she was in the room during the case. The pt weighed close to 500 pounds and had a heavy upper body. The pt was in a supine position but was in reverse orientation on the table. While proceeding with the case, the table began to tip, she stated that the pt did not fall of the table and that there was no injury. He informed her that the table top should have been rotated 180 degrees instead of the pt being reversed on the table. She then stated that they wanted to have the table checked out mechanically. He refered her to skytron service dept. The table was received at skytron and inspected in our shop. The technician (s) did a 500 pound weight test on the table but were unable to duplicate the problem. Skytron's operator manual clearly states that : " table top rotation must be in normal orientation, that is, the back section over the long end of the table. Pt's head must be on the head section. Head section must be attached in its normal orientation to the tables back section." In conclusion, we believe that the hosp placed the pt in reverse on the table top against operating instruction of the device making this a user error issue. The table was found to be in proper operating order.

Event description:
Voluntary report from. A hospital claims a skyton surgical table started to tip with pt on it.